Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("ultrasound was done and can't see the springs in there"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") in a 31-year-old female patient who had essure (batch no. 627742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, multi gravida and abdominal discomfort (left and right radiating down). Previously administered products included for an unreported indication: nor-qd from 2005 to 2008, trivora on (B)(6) 2007, tri-levelen in 2006 and depo-provera. Past adverse reactions to the above products included contraception with depo-provera, nor-qd, tri-levelen and trivora. Concurrent conditions included parity 3 (B)(6) 2002, (B)(6) 2005, (B)(6) 2008), factor v deficiency (around 2014), skin cancer, hyperlipidemia, stress incontinence, unresponsive to stimuli, body mass index normal and depression (not recovered prior to essure). Concomitant products included fluoxetine from 2005 to 2006 and norethisterone (nor-qd) since 2005. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 2 months 16 days after insertion of essure, the patient experienced nausea ("nausea"). In 2009, the patient experienced procedural pain ("a little sore insertion procedure"). In 2011, the patient experienced back pain ("severe back pain over her whole back has worsened over time / back pain") and abdominal pain lower ("lower quadrant pain /severe cramping"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal type: urinary tract infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), paraesthesia ("pins and needles near her ovaries and pelvic region"), depressive symptom ("hormonal changes describe: depression symptom"), migraine ("migraines"), headache ("headaches"), bladder disorder (seriousness criterion medically significant), urinary tract disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain") and groin pain ("groin area pain"). The patient was treated with surgery (underwent a pelvic surgery in jan-2014, robotic assisted hysterectomy, bilateral salpingectomy), surgery (ablation), surgery (performed tensionless vaginal tapping). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and paraesthesia had not resolved, the menorrhagia, vaginal haemorrhage, abdominal pain lower, depressive symptom, urinary tract infection, migraine, headache, bladder disorder, urinary tract disorder, nausea, dysmenorrhoea, vulvovaginal pain and groin pain outcome was unknown and the procedural pain, back pain and dyspareunia had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, depressive symptom, device dislocation, dysmenorrhoea, dyspareunia, groin pain, headache, menorrhagia, migraine, nausea, paraesthesia, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Ultrasound was done and that they "can't even see the springs in there at all". Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: menorrhagia, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records was received. Events added from pfs- hormonal changes describe: depression symptom, abnormal bleeding vaginal, abnormal bleeding menorrhagia, infection (bladder/urinary tract/vaginal type: urinary tract infection, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping, dyspareunia (painful sexual intercourse), vaginal pain, groin area pain. Lot number, concomitant disease, historical condition, historical drug were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("ultrasound was done and can't see the springs in there") in a (B)(6) year-old female patient who had essure (batch no. 627742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included endometrial ablation since (B)(6) 2012 and bladder sling procedure since (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced procedural pain ("a little sore insertion procedure"). In 2011, the patient experienced back pain ("severe back pain over her whole back has worsened over time / back pain") and abdominal pain lower ("lower quadrant pain /severe cramping"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and paraesthesia ("pins and needles near her ovaries and pelvic region"). The patient was treated with surgery (underwent a pelvic surgery in (B)(6) 2014). At the time of the report, the device dislocation, back pain and paraesthesia had not resolved, the procedural pain had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, paraesthesia and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Ultrasound was done and that they "can't even see the springs in there at all". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("ultrasound was done and can't see the springs in there") in a (B)(6) female patient who had essure (batch no. 627742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included endometrial ablation since (B)(6) 2012 and bladder sling procedure since (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced procedural pain ("a little sore insertion procedure"). In 2011, the patient experienced back pain ("severe back pain over her whole back has worsened over time / back pain") and abdominal pain lower ("lower quadrant pain /severe cramping"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and paraesthesia ("pins and needles near her ovaries and pelvic region"). The patient was treated with surgery (underwent a pelvic surgery in (B)(6) 2014). At the time of the report, the device dislocation, back pain and paraesthesia had not resolved, the procedural pain had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, paraesthesia and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Ultrasound was done and that they "can't even see the springs in there at all". Most recent follow-up information incorporated above includes: on 29-sep-2017: f/u summons received-event lower quadrant pain /severe cramping added,event back pain clubbed with earlier event.event chronic pelvic pain added and made symptom of earlier event.start date amended.reporter lawyer added from summon. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.